Event description:
Unomedical reference number: (B)(4). Event occurred in the united states. The patient reported that the infusion set's tubing was detached from connector between on (B)(6) 2022 to on (B)(6) 2023. This issue occurred with 10 same type of infusion sets used for one day in 7 issues and two days for 3 issues. The blood glucose level of the patient at the time of event was 530 mg/dl. Also, the blood glucose level of the patient on (B)(6) 2023 was 380 mg/dl and ranged between 300- 400 mg/dl for other issues which they tried to treat via correction injection via multiple daily injection. Further, the ketones level was moderate which the healthcare professionals assessed as dangerous. The patient replaced the infusion set and insulin was resumed successfully. No further information was available.